Event description:
During set up but after the pt had been prepped for a cataract extraction procedure, this ophtalmic microsurgical system would not calibrate the handpieces to be used. Another system was used to successfully complete the procedure.